Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6) zip: (B)(6) e1: name: medtronic minimed address: (B)(6) city: (B)(6) state: (B)(6) zip: code (B)(6) based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high and was treated with pump first and long acting and fast acting pen.